Event description:
It was reported that there was a coupling problem. The patient was frustrated because "since the implant her recharger hadn't been working and she had been battling it with the surgeon and medtronic representative." It was stated that the hcp (health care professional) and the representative thought that the ins (implantable neurostimulator) had been implanted too deep, and now they wanted to do another surgery to correct this. When she tried to recharge, she got 8 coupling boxes but it only lasted a minute or two and then went down to nothing and "she didn't move or do anything except breath." The only way she could get the coupling boxes to stay was if she pushed on the antenna "really hard to the point where she got cramping on my hand. She had spent hours trying to recharge and had gotten almost nowhere." She tried for 5 hours some days, and repositioned the antenna and tried everything but nothing would fix the issue. This had been happening ever since the implant. She "had even tried using a towel but then it overheated." It was later reported that her battery was determined flipped so her surgeon revised the battery two days prior to the report. The patient was then able to charge and was also received good therapy.

Manufacturer narrative:
Product ID 37754, (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(4); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).